Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer did not open fully without extreme force and became stuck when attempting to close after being opened. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening fully without extreme force then also getting stuck when trying to close after being opened. A field service engineer found that main drawer 5 had stiff, worn rails, replaced both rails, which restored smooth operation, then had the customer log in and confirm that everything was working correctly. The system functioned as intended after the field service engineer repaired the device.